Event description:
Caller states patient tested 1.7 inr via a venous draw on coaguchek xs system 1, and 2.6 inr via finger stick on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). (B)(6).